Event description:
It was reported that the patient implanted with inflatable penile prosthesis, and the patient started experiencing recurring erectile dysfunction due to fluid loss. The cylinders broke down to mesh. A replacement surgery was performed. There were no additional patient complications reported.